Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), and a direct relationship between the device and the reported explant could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion measuring approximately 35 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft was returned cut at the graft attachment. The distal portion of the outflow graft was not returned. The outflow graft bend relief was returned cut midway and lengthwise along the bend relief. A bend relief collar was returned separately from the pump. The outlet elbow was returned attached to the pump. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instruction for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient was explanted. It was unknown whether the device would be returned for evaluation. No additional information was provided.